Manufacturer narrative:
(B)(4). Device was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that a patient underwent olif surgery at l2-5 levels for treating degenerative scoliosis and kyphosis. During surgery, the cage at l2/3 levels was dislocated to the far side by pushing with an inserter when wing parts of an inserter were disengaged from the cage with a sleeve remover. It required additional incision on the right side for removing the cage. The surgical time was extended more than 60 min as a result of the event. Inserter was used. Dissection of intervertebral disk passed through the opposite side. Inserter was completely inserted, intervertebral space on the opposite side was narrow though due to degenerative scoliosis. Revision surgery will be scheduled. Patient complications were reported unknown. Sr commented that the surgeon was checking screen images only from time and time and therefore when he noticed, the cage had already been push out (the surgeon commented he had a feeling of pushing the cage off). Also, the main surgeon was holding an inserter and an assistant doctor a remover, and the cage was pulled out with the remover at first removal and at second removal when the surgeon was using the inserter, the event occurred. Sr said that the inserter was maybe loose as well. Additional incision was added as a result of the event. No other complication was reported. The sleeve did not have malfunction. The surgeon complaint of the design which may be cause to push a cage while being removed by an inserter.